Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 501 mg/dl at the highest and manual injections were used to correct. Reportedly, the pump supplies were changed to address the issue.